Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was confirmed due to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled from the strain relief, damaging gel fire wires in the cable. The belt did not pass falloff testing. The root cause of the physical damage to the strained cable was unable to be positively identified. Investigation underway. See (B)(4). There was no adverse event that resulted from the damaged belt.